Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to rectocele and cystocele and mesh were implanted. It was reported that due to mesh erosion and a bladder stone, patient underwent mesh revision/removal. It was reported that patient underwent transvaginal resection of vaginal mesh due to exposure and excision of bladder stone with insertion of right uretal stent on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.